Event description:
Customer alleged blood glucose results of 154 mg/dl, 87 mg/dl, and 90 mg/dl on the aviva system when testing was performed within 10 minutes. The customer reported having no symptoms and did not treat or act based on the results. No serious adverse event was reported in relation to the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.